Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion found at 8.4-10.0cm and 11.7-14.1cm from distal tip. Etfe coating intact. Internal insulation abrasion found at 7.7-8.6cm, 11.1-11.4cm and 14.0-14.6cm from distal tip. Etfe coating intact. Internal insulation abrasions under the svc shock coil found at 22.6-23cm and 23.2-23.4cm from distal tip. Etfe coating intact. Internal insulation abrasion under svc shock coil found at 19.3- 23.5cm from distal tip. Etfe coating on one rv conductor abraded and melted open at 21.9-22cm. This damage could contribute to the reported output and impedance issue.

Event description:
It was reported that the patient went into vt and the device attempted to deliver therapy but was aborted. A transmission sent via (B)(4) showed the therapy failed due to low impedance. Externalized conductors between the coils were also noted. The lead was explanted.